Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure; after repositioning the atrial lead several times, good sensing and capture thresholds could not be obtained. The lead was no longer used and replaced. The patient's condition was good before and after the procedure.